Event description:
A report was received that the patient's incision site had opened up. It was noted that the patient was charging with stickers while the scabbing had not been completely healed. The physician treated the site and the patient was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's incision site had opened up. It was noted that the patient was charging with stickers while the scabbing had not been completely healed. The physician treated the site and the patient was reportedly doing well.